Event description:
A malfunction alarm occurred with no notable events preceding it. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again, which the customer understood and acknowledged. No additional information was received regarding the customer's outcome.